Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of thei implantable cardioverter defibrillator (ICD) was depleting more quickly than expected. The device has declared explant indicator. It was noted that the atrial sensing burden was no longer a draw on the device battery as the patient had an ablation last year. Boston scientific technical services (ts) discussed a one-month eri to eol timeframe for explant. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population no adverse patient effects were reported. This device was explanted.